Event description:
It was reported that the patient experienced pain at the battery pocket site, and the implantable pulse generator (ipg) was poking in the ribs. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.